Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently shut off unexpectedly. In addition, it was reported that the customer experienced difficulty loading multiple cartridges onto the pump. Customer's blood glucose level (bg) increased, however, a bg value was not provided. Additional information was not provided, and customer declined troubleshooting with tandem technical support.